Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a diagnostic angiogram to determine any occlusions or lesions, the flexor ansel guiding sheath would not come out of the patient's groin when the physician attempted removal. The sheath separated, and parts of the device were then cut by the physician as he continued to remove it. A wire guide was being utilized through the sheath; access was gained via an up and over approach. The patient's anatomy was noted to be very heavily scarred. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verifications, complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control(qc), and visual inspection was conducted during the investigation. One used flexor ansel guiding sheath was returned along with another manufacturer¿s sheath. The dilators were not returned. The flexor ansel guiding sheath is separated into eight sections and has accordion-type damage. Exposed coil connects the proximal five sections and exposed coil is seen exiting the end of the fifth section of tubing. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. The device is shipped with an IFU (t_intro_rev 2) which instructs that during removal, remove the sheath and dilator as a unit. The dilators are stiff, thick-walled catheters which provide support to the sheath. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time. It is likely, however, that patient's condition, being highly scarred, as well as misuse of the complaint device, not inserting the dilator prior to removal of the sheath, led to the separation. Appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.